Manufacturer narrative:
(B)(4). The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported the touchscreen was unresponsive. Contact stated the "1" on the screen was not responding when pressed, nor any other part of the pump screen. Reportedly, manual injections would be used for alternate insulin therapy. The customer's blood glucose level was 45 mg/dl. The contact stated that low bg level was due to the customer not entering values properly into the pump and over-delivering insulin. The customer consumed glucose tabs to address the bg reading.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Contact stated the # 1 on the screen is not responding when pressed, nor any other part of the pump screen. The customer's blood glucose level was 45 mg/dl. The customer consumed glucose tabs to address the bg reading. The customer reported that manual injections would continue to be used for alternate insulin therapy.